Event description:
The explanted generator was reported to have been discarded by the hospital. No additional relevant information has been received to date.

Manufacturer narrative:
D4. Lot # - correction - lot number was not included in initial MDR. H4. Device manufacturer date - correction - date was not included in initial MDR.

Event description:
The patient had a generator replacement occur. The explanted device has not been received to date. No additional relevant information has been received to date.

Event description:
Patient was scheduled for vns battery replacement due to low battery. Patient was experiencing increased seizures and patient settings were adjusted. It was reported the patient battery was interrogated to have a low battery warning; however, the device was not pulse disabled yet. No additional relevant information has been received to date.